Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd posiflush is missing scale markings on the syringe. The following information was provided by the initial reporter, translated from thai to english: not labeled in a syringe.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 3130723. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples were received for evaluation by our quality team. Through examination of the pictures, one (1) syringe was observed with no unit package or barrel label and another syringe was observed with the unit package but without the barrel label as well. The labeling machinery has a vision system in place to detect any issues with the barrel label, including missing label. This incident most likely resulted from a failure in the double rejection station. If the syringe has no label, the rejection station must reject it. However, if there is a failure in the rejection, the station stops and the operator must check for the cause of stoppage and remove any defective samples. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.